Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was alarming that battery was depleted when display screen showed that battery was full. Customer also reported that insulin pump was alarming that reservoir was empty when there was insulin in reservoir. Customer's blood glucose was not reported. Troubleshooting could not be performed as customer could no longer hear agent on the phone.